Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedance on the pacing lead was gradually rising, most likely due to a tip tissue issue. Following routine device change due to recommended replacement time (rrt), the impedance measurements reduced. The lead remains in use. No patient complications have been reported as a result of this event.